Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the likely cause was a failure of the charger board. The investigation was still in process on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was smoke after powering the system on. There was no patient present.